Event description:
It was reported that on (B)(6) 2024, a 12f amplatzer trevisio delivery system (ds) was selected for use in an implant procedure. The procedure was completed and the device was able to be successfully implanted. Upon removal of the system, there was damage on the ds, thought to have occurred while advancing the ds through the dilator. The physician felt that the distal part of the dilator did not pass smoothly, as if it was caught on a hill, during the insertion of the delivery sheath. The patient remained hemodynamically stable and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the dilator deformed after the device implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that upon removal of ds felt that the distal part of the dilator did not pass smoothly, as if it was caught on a hill, during the insertion of the delivery sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, which is consistent with damage during use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.